Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence and anterior vault prolapse after hysterectomy.

Manufacturer narrative:
It was reported that patient underwent unk tvt sling suprapubic implant on (B)(6) 2008 by dr. (B)(6) at (B)(6) due to recurrent sui. (Per operative report).

Manufacturer narrative:
Additional patient codes: (B)(4) - urinary tract infection, (B)(4) - nocturia additional narrative: it was reported that following insertion the patient experienced frequent urinary tract infection and nocturia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced obstructive voiding, atrophic vaginitis.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh revision/removal on (B)(6) 2008. No additional information was provided.